Event description:
It was reported that the customer had low blood glucose levels of 36 mg/dl. The customer declined to troubleshoot and reported that the infusion set of the insulin pump had already been changed. The customer reported having high blood glucose levels of 164 and was doing fine at the end of the call. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).